Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02373.

Manufacturer narrative:
(B)(4). Initial reporter - the article was written by schuyler j halverson, mihir j desai and donald h lee. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Halverson et al. "Clinical outcomes of biomet explor modular radial head arthroplasty system" journal title. 37:853-858. Pg. 1-33. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that the patient experienced mild elbow and wrist pain approximately 38 months post-implantation of a right radial head arthroplasty. No further information is available.